Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed external and internal inspection and pictures were taken. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log showed errors related to the customer complaint. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on 06/25/2015.

Event description:
Patient contacted dexcom technical support on 05/19/2015 to report that on (B)(6) 2015 his receiver would not respond when buttons are pressed. Patient did not report any injury or medical intervention.